Event description:
The customer reported the oxygen saturation constantly fluctuates between 94-99%. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed at a philips bench repair facility by a philips bench repair technician. Results of the analysis confirmed the defect claimed by the customer could not be reproduced. At the customer's request philips replaced the spo2 board and spo2 adapter. Based on the information available in the case and the testing conducted, the evaluation could not replicate the reported issue. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.